Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited auto reset with no code needed. The pump reset and displayed air in line message. No patient injury was reported.

Manufacturer narrative:
Other, other text: additional information provided in h6 and h10. Device evaluation: product was not returned, so complaint could not be verified. Most probable cause is a low internal battery which should be able to be recharged by plugging in the pump for three days. Product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously.